Event description:
Additional information received from the consumer reported that the lead started poking out the year before and kept getting worse. The patient stated that their unit wouldn¿t take a charge and hadn¿t worked for over a month or two. The patient had tried troubleshooting, but it still didn¿t work or take a charge and it was off. The leads were still poking out and the battery wouldn¿t take a charge so it wouldn¿t turn on.

Manufacturer narrative:
Report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# lb7029, implanted: (B)(6) 2003, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient's leads used to just bend down to their implant, now they can see the leads and they look like they are poking out of the skin since about a year or two ago. The patient was forwarded to their doctor to evaluate the leads. The patient also reported that their therapy is turning off and on by itself. The patient called because they had been getting a thump on their back and their device had been shutting off. The patient stated that the device stopped working when they laid down on their bed to watch television, and turned back on for a little bit when they laid back down, and then went back off. The patient stated that the thump was really strong, but not painful. The patient hasn't had stimulation since the thump happened. The patient also stated that they have been charging more often and were wondering if their implant needed to be replaced. The patient stated that they use d to charge every 2 weeks to a month, but now they are charging every 1-2 weeks. The patient stated that when the device thumped and turned off they had just charged the battery the night before. The patient usually charges to 50 or 75% and they get good coupling usually. The patient stated that there were no changes in stimulation or programming recently. Patient services guided the patient through a charging session and the patient saw 4 coupling boxes, and they may have moved and gotten 6 bars. Patient services stated that coupling affects charging speed and the antenna is sensitive, so adhesive discs were offered. It was reviewed that there was a 9 year longevity with proper charging and that they should charge to 100% to increase time between charges. Patient services explained that the battery goes in 25% increments, so they may have only charged to 50% one day, but another day to 74% and it will show 50%. The patient was forwarded to their healthcare provider (hcp) to discuss battery depletion and thumping. The patient's battery level was reviewed and showed 0%. The patient stated that they battery for the implant looks like it is just all a light gray, not a dark gray signifying it is empty, and is flashing like it is charging. No further complications were reported or anticipated.